Event description:
Home pt (hp) reported an effluent leak to technical service as a result of the transfer set separating from the catheter adapter. Hp reported they had placed the transfer set back in place. The service tech advised the hp to contact their healthcare professional (hcp) as soon as possible. Follow up with the hcp indicated the hp did not contact the center until a few day later. No medical intervention was provided. No pt injury reported.